Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the occlusive cuff shell that was the result of wear at a fold. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter 3.5 cm cuff component removed due to a puncture. The patient previously had tandem cuffs implanted, so the 4.5 cm cuff, balloon, and pump remain implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed

Event description:
It was reported that the patient had the artificial urinary sphincter 3.5 cm cuff component removed due to a puncture. The patient previously had tandem cuffs implanted, so the 4.5 cm cuff, balloon, and pump remain implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.